Event description:
It was reported that the patient was unable to adjust stimulation. The patient programmer display showed the "call your doctor" icon. An out of regulation (oor) condition was reported. Troubleshooting was limited due to lack of access to product and/or patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).